Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a percutaneous coronary interventional rotational atherectomy procedure, a wire fracture occurred. The lesion was located in the proximal left anterior descending (lad) artery. Approximately 15 ablation passes were performed with a 1.75mm rotablator burr and a 325cm rotawire floppy guide wire without incident. As the physician was attempting to load a 2.25mm rotablator burr over the wire, he felt something wrong. The physician withdrew the rotawire floppy and found that it had become detached inside the guiding catheter. An unknown 3.5mm balloon catheter was inserted inside the guide catheter, inflated and then detached wire was pushed against the guide catheter wall and removed with the balloon. The procedure was completed with another same device. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the unit was received inside original open pouch, missing the distal tip. Approximately 19cm including the distal tip of the wire was not returned. The fractured section was sent to sem(scanning electron microscopy) for fracture analysis. Results: the fracture surface exhibited a fibrous appearing material that is actually grain boundaries running in a longitudinal direction. This is typical of a bending action. Conclusion: the core wire fractured as a result of a bending overload movement. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion was severely calcified and the vessel was moderately tortuous.